Event description:
Same case as MDR ID: 2134265-2014-08224. It was reported that a burr became stuck on wire. The target lesion was located in the anterior tibial artery. A 1.50mm rotalink¿ plus and peripheral rotawire¿ and wireclip® torquer were used to treat and advanced to the target lesion. During the procedure, it was noted that the burr would not spin as it was stuck on the rotawire. The devices were removed as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was returned in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. A guidewire was returned running through the device. The guidewire was removed from the advancer but was unable to be removed from the catheter of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-08224. It was reported that a burr became stuck on wire. The target lesion was located in the anterior tibial artery. A 1.50mm rotalink plus and peripheral rotawire and wireclip torquer were used to treat and advanced to the target lesion. During the procedure, it was noted that the burr would not spin as it was stuck on the rotawire. The devices were removed as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).